Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020 a 2.50x23mm xience sierra stent was successfully implanted. On (B)(6) 2020 the patient was re-admitted with a non-st elevation myocardial infarction (nstemi). It is unknown what treatment was performed and the final patient outcome is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra, everolimus eluting coronary stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.